Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2012, during night drain cycle nine. The patient's ultrafiltration reading was 1458ml, indicating the home patient (hp) drained 1188ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a use error; as the tidal total ultra-filtration (uf) removal was set too low. The homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation". A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.